Manufacturer narrative:
(B)(6). Device manufacturer year 2016. The system was evaluated by a field service engineer. All modes of operation and calibrations were verified and no failures were detected. In addition, a preventative maintenance was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported the capsular bag rupture in the patient¿s operative eye. A description from the surgeon indicated he noticed the rupture during the phaco aspiration but does not know if the actual rupture occurred during the catalys laser treatment or during the phaco aspiration segment. Although attempts were made, no additional information was provided.